Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and no data was provided for serial number 8nt13m within the investigation window. The allegation was undetermined. The probable cause could not be determined. The reported event of transmitter failed error is reportable based on transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that transmitter failed error occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and no data was provided for serial number (B)(6) within the investigation window. The allegation was undetermined. The probable cause could not be determined. The reported event of transmitter failed error is reportable based on transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4).